Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Failure event observed during analysis. Visual inspection found two external insulation abrasions breaching the optim sheath distal to the suture sleeve impression consistent with friction to another implanted device or feature of the patient anatomy. The silicone insulation was intact at both locations. All other damage found is consistent with procedural damage.